Manufacturer narrative:
MDR 1219913-2017-00002 was filed on january 17, 2017 reporting that the customer observed a positive bias on multiple samples with the advia centaur xp intact parathyroid hormone (ipth) assay compared to the clinical picture of the patients and to the immulite 2000 xpi ipth assay. January 23, 2017 - additional information siemens reviewed the customer's data and made the following assessment: when evaluating two different methods, each of the values must be evaluated based on clinical concordance. The numerical difference between the methods is made up of two components - the difference between the methods and also assay imprecision. When reviewing the data set it appears the customer has 13 patient samples with values close to either the upper end of the reference range or the lower end of the immulite reference range as stated in the IFU the reference range was established from 142 healthy individuals whose calcium levels range from 8.0 10.3 mg/dl. Ninety five percent fell within 14-72 pg/ml with an overall range of 11.1-79.5 pg/ml . The customer did not repeat the patient samples on either method so given the precision of the assay it is unknown what the repeat values may have been. Siemens continues to investigate.

Manufacturer narrative:
MDR 1219913-2017-00002 was filed on january 17, 2017 reporting that the customer observed a positive bias on multiple samples with the advia centaur xp intact parathyroid hormone (ipth) assay compared to the clinical picture of the patients and to the immulite 2000 xpi ipth assay. MDR 1219913-2017-00002 supplemental 1 was filed on february 10, 2017 with siemens' assessment of the customer's data. February 10, 2107 - additional information: siemens was notified that no additional information is available from the customer. Without additional information such as calcium values, no further investigation can be performed. As stated in the IFU the reference range was established from 142 healthy individuals whose calcium levels range from 8.0 10.3 mg/dl. Ninety five percent fell within 14-72 pg/ml with an overall range of 11.1-79.5 pg/ml . The customer did not repeat the patient samples on either method so given the precision of the assay, it is unknown what the repeat values may have been.

Manufacturer narrative:
The cause of the high bias observed with the advia centaur xp ipth assay compared to the immullite 2000 xpi ipth assay and the clinical picture is unknown. Siemens confirmed with the customer that they customer used fresh serum samples. The samples were tested on the same day on both instruments, side by side. The correlation was performed because the customer is evaluating the immulite 2000 xpi ipth assay. The customer was expecting normal results based on the normal range of 14 - 72 pg/ml. Qc results are acceptable. Siemens continues to investigate. The limitations section of the instructions for use states: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values. It should be noted that some overlap of intact pth values does exist from patients with various parathyroid disorders. Measurement of intact pth is useful in differentiating between hypercalcemia due to hyperparathyroidism and hypercalcemia of malignancy. However, the assay is not intended as, and should not be relied upon as, a diagnostic indicator of malignancy. It is also extremely important to ensure that patient samples have been handled and stored correctly. Incorrect handling of samples will result in a loss of intact pth. The type of specimen used (serum or edta plasma) may influence intact pth measurements. During routine monitoring of ipth levels, to avoid bias in the results, use the same specimen type throughout the monitoring period. Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays.16 patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."

Event description:
Customer observed a positive bias on multiple samples with the advia centaur xp intact parathyroid hormone (ipth) assay compared to the clinical picture of the patients and to the immulite 2000 xpi ipth assay. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp ipth results.